Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling procedure. There were no patient complications during this procedure. The patient age was reported to be over 18 years. According to the complainant, after the sling was placed in the patient and the plastic mesh sleeve removed, the mesh looked twisted under the urethra. The physician was unable to make the mesh lie flat under the urethra, so this mesh was removed from the patient. The physician completed the procedure with another obtryx sling with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.